Event description:
Patient was revised to address hip pain and infection. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
Patient was revised to address hip pain and infection. Osteolysis was discovered intra-operatively. Doi: 2004 - dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other infection related incidents against the provided product and lot combinations since their release for distribution. Operative reports were received and based on observations reported in these records the report has been confirmed. The main reason for the revision procedure was infection and adverse local tissue reaction. The investigation was still unable to identify a root cause for the reported problems. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update (B)(4) 2016 medical records received. Medical records reviewed and the doi is (B)(6) "204" and will be updated. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(4) 2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/14/16, 3/15/16, 3/21/16 - medical records received. Medical records reviewed for MDR reportability. Medical records reported altr and metallosis during revision surgery. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 29, 2016.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1198794, x5sam1, yv2fw1, yk5ap4, and yj4aj4. A search of the complaint database finds additional reported incidents against lot code 1193203 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. X-rays were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 4/4/16 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 25, 2016.

Manufacturer narrative:
Update: (B)(6) 2013- pfs and medical records received from legal. Doi was provided. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection, metal wear and metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1198794, x5sam1, yv2fw1, yk5ap4, and yj4aj4. A search of the complaint database finds additional reported incidents against lot code 1193203 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. Per wi-(B)(4) it has been determined that should related reports be identified a DHR review is not required. Per nr-(B)(4) a medical record review is not required for this complaint record. A review of the medical records was performed as part of the previous investigation. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary